Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for follow up with the left ventricular lead exhibiting loss of capture on the programmed vector. Alternate vectors were attempted but found to be unsatisfactory. The physician decided to explant replace the lead. The patient was in stable condition.